Event description:
It was reported that a patient was going to talk to her doctor about getting a new stimulator because her stimulator was over discharged 3 times. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).